Manufacturer narrative:
Additional info has been requested and if made available will e reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "when examining the tray for the next case, noticed the prong was broken off. Not sure how it was broken."